Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported, the piston rod of the infusion device works inconsistently and she believes the infusion device does not correctly deliver insulin. The patient reported experiencing elevated blood glucose of 536 mg/dl. She bolused 10 units of insulin through the infusion device and her blood glucose decreased very slowly. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.